Event description:
The product was used during an unspecified procedure. Reportedly, the clips scissored and caused tissue trauma. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.